Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced paralysis, ineffective therapy, shocking and burning sensations, and fecal and urinary incontinence. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted to address the issue.